Manufacturer narrative:
The report for this device was initially submitted under medwatch report # 9615742-2019-01903 on june 10, 2019. Upon subsequent review of this event, it was identified that the implant date for this device occurred on a different date, (B)(6) 2012, and therefore medtronic initiated an additional complaint record to capture this event and submit the associated medwatch report. Any additional information pertaining to this event will be filed under this regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced hernia recurrence, abscess, infected mesh, scar tissue, & purulent material. Post-operative patient treatment included hernia repair with mesh, exploratory lap, drainage of abscess, debridement of infected mesh, & partial mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, adhesions, obstruction, hernia recurrence, abscess, infected mesh, scar tissue, (&) purulent material. Post-operative patient treatment included hernia repair with mesh, exploratory lap, drainage of abscess, debridement of infected mesh, (&) partial mesh removal.